Event description:
User opened the package and advanced the device through endoscopy channel to conduct biopsy while found out the needle was stuck inside channel and cannot be moved. User retracted the device and found out the needle tip bent. Complaint device was returned and evaluated on (B)(6) 2022: visual inspection: distal end of needle examined no issue observed needle removed the device and proximal needle break observed approx 3cm from the tip of the sheath functional inspection: sheath extender able to advance and retract without issue needle handle unable to advance stylet removed without issue stylet unable to reinsert passed the proximal needle kink break a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA 510k #k210476. Device evaluation: 1 unit of lot c1847175 of echo-19 was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 05 september 2022. Visual inspection: - distal end of needle examined no issue observed - needle removed the device and proximal needle break observed approx. 3cm from the tip of the sheath. Functional inspection: - sheath extender able to advance and retract without issue - needle handle unable to advance. - stylet removed without issue - stylet unable to reinsert passed the proximal needle break document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1847175 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1847175. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine due to the minimal information provided but could be attributed to the device becoming kinked during insertion of needle down the the scope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 24-nov-2022.